Event description:
Customer experienced an issue with the pump charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support at the time.